Event description:
The customer's mother stated that the customer lost consciousness and was subsequently taken to the hospital by paramedics due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. The customer's mother stated that there was a bolus recorded in the history files of the insulin pump that the customer had not programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.